Manufacturer narrative:
The available information suggests that the device and electrode remain in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services (ts) with a request to review untreated episode#001 (visible noise over the top of actual r-waves). The fcr was informed that the device should be reprogrammed away from the alternate and secondary sense vectors. Ts discussed scenarios that may have resulted in the untreated epsiode including slightly loosened set screw or possible seal plug damage due to torque wrench insertion. Boston scientific received information from the fcr that the patient was seen in-clinic for a device check. The device sense vector was reprogrammed to primary. A chest x-ray was obtained and was sent to ts for review. The electrode appears to be fully advanced into the device header port. The electrode appears to have slack within the pocket as well which should reduce likelihood of the electrode having tension if the set screw were loosened. Therefore programming to primary for near-term duration (presuming good sensing characteristics) seems like an appropriate approach.